Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 17, 2020 - august 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an incomplete infusion while using a folfusor sv (small volume). The device had been filled with fluorouracil 3900mg in 115ml 0.9% sodium chloride. This was identified after the device was disconnected from the patient. It was further reported that line was not obstructed or kinked and all clamps were open. There was no patient injury or medical intervention associated with this event. No additional information is available.